Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery with va-patella plate (small, three holes) for patella fractures. After placing the plate and inserting the screws, some bone fragments remained in the lower pole, and the surgeon decided to insert a cannulated cancellous screw. Before inserting the cannulated cancellous screw, the guide wire (1.1 mm) was inserted into the remaining bone fragments, but the threaded tip of the wire broke off and remained inside the body. The area around the remaining wire fragment was drilled with a 2.0 mm drill and curette was used for the removal. After the removal, the cannulated cancellous screw was inserted as planned. The surgery was completed successfully with 40 minutes of delay due to the removal. The surgeon was concerned that thin guidewires, such as 1.1 mm, are prone to breaking at the threaded portion. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile part # 292.622s sterile lot # 326l509 release to warehouse date: 17 .jul. 2024. Expiration date: 01 .jul. 2034. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.